Event description:
The rptr indicated that he had difficulty inserting the atrial lead into the pacemaker's header. After approx 10 mins of manipulating the lead, he was able to connect it appropriately.

Manufacturer narrative:
An investigation was performed and it was determined that the device was difficult to use. A modification of the connector to improve lead insertion characteristics is to be submitted for approval.